Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valve was explanted after an implant duration of approximately 7 days due to endocarditis. The health-care provider also indicated pannus and perivalvular leak. This event was noted to be patient related and not due to a device malfunction. The explanted valve was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: unfortunately, the valve was not returned for analysis; therefore, the root cause of this event could not be investigated. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.